Event description:
The physician reported a sudden cardiac death. The wife of the pt was present during the episode and did not observe any therapeutic shocks. The physician reports that the diagnostic info from the ICD shows no therapy was delivered. Both the ICD and the lead were returned for analysis.

Manufacturer narrative:
The ICD was returned with the rvo2 still connected to the ICD header. Stored electrograms show that it had detected noise was on for two days after explant and that it had delivered a shock into thebiohazard bag after it had detected noise caused by handling and/or shipment. Slight pitting on the outside of the ICD and traces of ICD material on the lead indicate that the lead had been in contact with the ICD and had arced to the ICD when the shock was delivered. The positive defib pulse. Co's analysis of the ICD was limited by this damage. Co could not, therefore, confirm through testing that the hight voltage output of the ICD had been working properly at the time of the patient's death. However, co was able to confirm that the negative portion of the defib pulse functioned properly, and, according to the stored electrograms. The device had been able to deliver a shock when it sensed noise indicating its ability to deliver therapy. Proper sensing and pacing functions were conclusively verified. Co analyzed the lead as coded below. The lead was attached to a cardiac simulator and an impedance measurement was taken. The lead impedance measurement was correct. During electrical testing of the returned segments of the lead co observed low and consistent resistance values indicating there were no coil fractures or insulation breaches present in these segments. H.6 evaluation codes for rv02 lead method: 38,23,86; results: 708; conclusions: 70,72.